Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 3.00 x 24mm stent delivery system was returned for analysis. Examination of the stent identified stent damage. There was damage to the 4th and 5th proximal stent strut rows, the struts were lifted from the crimped stent position. The stent showed no signs of movement and was set between the proximal and distal markerbands. The undamaged stent od (outer diameter) was measured using a snap gauge and the result was within max crimped stent profile. The balloon was reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. Examination (visual and via scope) of the tip found tip damage. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 25nov2020. It was reported that crossing difficulties were encountered. The 95% stenosed, 25mm in length x 2.25mm diameter target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 3.00 x 24 synergy ii drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient was stable. However, returned device analysis revealed a stent damage.